Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, air pump tubing corrosion, front panel mouth damage, top cover corrosion, bottom chassis corrosion, scope socket corrosion, faulty socket causing an e204 error, and front panel chassis corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source lamp malfunctions. The customer mentioned that the light source is consuming bulbs/lamps at a rapid rate. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of was not reproduced. It was confirmed that lamps not manufactured by olympus were used and that the usage time had passed 500 hours. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.